Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal pain ('vaginal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not undergone essure confirmation test". The patient's concurrent conditions included pressure in vagina and uterovaginal prolapse, incomplete. On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced perineal pain ("perineal pain"), pruritus allergic ("allergic or hypersensitivity reaction type: vaginal itching") and pruritus ("rashes or skin conditions: itchy skin"). On an unknown date, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required), alopecia ("hormonal changes: hair loss"), pelvic pain ("pain:chronic,pelvic"), abdominal pain ("pain:abdominal"), anaemia ("anemia") and hypersensitivity ("rash/skin condition: hypersensitivity"). The patient was treated with surgery (bilateral salpingectomy (laparoscopic)). Essure was removed on (B)(6)2018. At the time of the report, the vulvovaginal pain, perineal pain, alopecia, pruritus allergic, pruritus, pelvic pain, abdominal pain, anaemia and hypersensitivity outcome was unknown. The reporter considered abdominal pain, alopecia, anaemia, hypersensitivity, pelvic pain, perineal pain, pruritus, pruritus allergic and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6)2013 (previously reported) and (B)(6)2013. Current weight 170 lbs. Plaintiff received treatment for pain, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 68.027 kgs. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal pain and itching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: ppf received. Reporter's information was added. Added event pelvic pain, abdominal pain, anemia, hypersensitivity. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vulvovaginal pain ('vaginal pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she had not undergone essure confirmation test". The patient's concurrent conditions included pressure in vagina and uterovaginal prolapse, incomplete. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced perineal pain ("perineal pain"), vulvovaginal pruritus ("allergic or hypersensitivity reaction type: vaginal itching") and pruritus ("rashes or skin conditions: itchy skin"). On an unknown date, the patient experienced vulvovaginal pain (seriousness criteria medically significant and intervention required) and alopecia ("hormonal changes: hair loss"). The patient was treated with surgery (bilateral salpingectomy (laparoscopic)). Essure was removed on (B)(6) 2018. At the time of the report, the vulvovaginal pain, perineal pain, alopecia, vulvovaginal pruritus and pruritus outcome was unknown. The reporter considered alopecia, perineal pain, pruritus, vulvovaginal pain and vulvovaginal pruritus to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2013 (previously reported) and (B)(6) 2013. Current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal pain and itching. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: plaintiff fact sheet and medical records were received. Event injury was updated to events: vaginal pain, hormonal changes: hair loss, allergic or hypersensitivity reaction type: vaginal itching, perineal pain, rashes or skin conditions: itchy skin and she had not undergone essure confirmation test. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.